Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that strips were unable to determine if the right atrial (ra) lead was capturing. The physician elected to continue monitoring for now. The lead remains in use. No patient complications have been reported as a result of this event.